Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) japanese male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient experience urinary bleeding sometime after impella insertion. The bleeding is believe to have been caused by hemolysis which is believed to have been cause by the impella. Due to the suspected hemolysis the impella was explanted.